Manufacturer narrative:
(B)(4).

Event description:
Treatment of an aneurysm in the ica (internal carotid artery). The patient¿s anatomy was severely diseased and tortuous. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, the first pipeline (3.50mm x 14mm) pushwire broke at the proximal bumper after the pushwire was rotated approximately four times clockwise. The pipeline implanted, but a second pipeline was needed. The broken pushwire segment was removed from the patient. The second pipeline (3.75mm x 12mm) was advanced to the lesion, but the pushwire broke at the proximal marker and access was lost. All broken pushwire segments were removed from the patient, but the pipelines were implanted. The patient implanted a penumbra coil into the aneurysm to protect it. The second broken pushwire segment was not removed from the patient as the treating physician believes it would do more harm to the patient. The patient was reported to be doing fine at the end of the case. Same event as MDR# 2029214-2014-00681.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient, the broken distal segment remains in the patient, and the proximal broken pushwire segment was discarded.